Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor feels hot, not powering on normally) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to shorted tri-state drivers u1004 and u1005 on the computer/analog pca. The shorted drivers caused the converter to stay on, which damaged high-voltage capacitor c19. The root cause for the shorted u1004 and u1005 tri-state drivers could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor felt hot and wasn't powering on normally.